Event description:
During product service by a baxter service technician, a flo-gard infusion pump was found to have a downstream occlusion false alarm. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The affected device was serviced at the customer site. Review of the device logs confirmed the problem. The cause of the condition was determined to be damage to the latch roller. The latch roller was replaced to resolve the condition. No further action was required as the device passed all the functional tests performed per baxter procedures. The device was returned to the customer in good working condition. Should additional relevant information become available, a supplemental report will be submitted.